Manufacturer narrative:
Review of images show a large bubble in well 1 of crrid and no plasma in wells 2 thru 8. Wells 9 thru 14 have plasma, and react negative as expected, all wells are k negative. Positive and negative controls reacted as expected. Wells 2, 3 and 8 are k positive and did not react as there was no plasma in the well. Advised customer a bubble in the sample prevented wells 1 thru 8 having plasma pipetted in the wells resulting in the negative reactions (unexpected). Technical communication regarding liquid level detection and sample dispense on the echo, cc-11-026-01 informed customers to evaluate sample handling procedures for generation of bubbles. Follow up with customer: customer reports the repeat test of crrid lot ID 151 reacted as expected, positive in wells 2, 3, and 8, 4+ reactions, as expected.

Event description:
A customer reported unexpected negative result when testing a patient sample on with capture-r ready-ID (crrid) lot ID 151 on the echo instrument.